Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device was thoroughly analyzed. The lab confirmed that the device had no telemetry and a memory download was unable to be performed. During electrical analysis, it was determined that device was drawing excess current, which reduced the battery voltage too low to support communications and pacing. Invasive analysis was performed and removed the digital integrated circuit (digic) from the hybrid. The excess current condition was able to be reproduced through manual manipulation of the digic. Analysis determined that the digic leads were not properly formed during the manufacturing process. The leads then came into direct contact with the component surface, resulting in an excess hybrid current and premature battery depletion. The manufacturing process for this component is now obsolete and no longer performed.

Manufacturer narrative:
The device was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
The device was returned.

Event description:
Boston scientific received information that during a normal patient follow up, this pacemaker could not be interrogated. Another attempt was made with a different programmer but interrogation was unsuccessful. In addition, the device did not exhibit any magnet response. The electrocardiograms showed that this patient had an intrinsic rhythm of 35 bpm which is below the rate that this device had been programmed. It is suspected that the device's battery had depleted earlier than expected. No adverse patient effects were reported.